Event description:
This case was cross reference with case ID: (B)(6) (same patient). This unsolicited case from united states was received on (B)(6) 2018 from physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and after unknown latency had little bit more pain in his left knee than his right patient had acl (anterior cruciate ligament) reconstruction back in the 90s on his left knee by doctor. In general, patient was well-developed, well nourished, white male in no acute distress. It was reported that standing x-rays showed that patient has bone-on-bone articulation in the medial joint compartment of the right knee; 1 mm of medial joint space in the left knee; metal screws from acl reconstruction, left knee; tricompartmental osteoarthritis, left knee. Patient was given 40 mg of kenalog and 4 cc of marcaine were injected into the left knee and right knee. There was a baker's cyst in the posteromedial soft tissues. There was tricompartmental osteoarthritis with spurring in all 3 compartments. There were no fractures. Patient had a little hyperextension injury. Patient had high blood pressure. Patient had no stroke, heart disease, asthma, copd, kidney and thyroid disease, seizures, hepatitis, gout, rheumatoid disease, diabetes, cancer, ulcers, osteoarthritis, bipolar disease, depression, aids/hiv. Patient had sinus problems. Patient does not use tobacco, alcohol-twice a week. Patient had family history of heart disease, stroke and diabetes. Concomitant medications include hydrocodone, lisinopril, terazosin hydrochloride (hytrin) and alprazolam (xanax) on (B)(6) 2014, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (lot number and expiration date: not reported) for osteoarthritis. On (B)(6) 2018, the next day of injection, patient was having a little bit more pain in his left knee than his right. He was requesting an unloader brace to help his symptoms. Corrective treatment: unloader brace, kenalog, marcaine. Seriousness criteria: required intervention. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This case was cross reference with case ID: (B)(4) (same patient). This unsolicited case from united states was received on 26-jan-2018 from physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after unknown latency had little bit more pain in his left knee than his right. Patient had acl (anterior cruciate ligament) reconstruction back in the 90s on his left knee by doctor. In general, patient was well-developed, well nourished, white male in no acute distress. It was reported that standing x-rays showed that patient has bone-on-bone articulation in the medial joint compartment of the right knee; 1 mm of medial joint space in the left knee; metal screws from acl reconstruction, left knee; tricompartmental osteoarthritis, left knee. Patient was given 40 mg of kenalog and 4 cc of marcaine were injected into the left knee and right knee. There was a baker's cyst in the posteromedial soft tissues. There was tricompartmental osteoarthritis with spurring in all 3 compartments. There were no fractures. Patient had a little hyperextension injury. Patient had high blood pressure. Patient had no stroke, heart disease, asthma, copd, kidney and thyroid disease, seizures, hepatitis, gout, rheumatoid disease, diabetes, cancer, ulcers, osteoarthritis, bipolar disease, depression, aids/hiv. Patient had sinus problems. Patient does not use tobacco, alcohol-twice a week. Patient had family history of heart disease, stroke and diabetes. Concomitant medications include hydrocodone, lisinopril, terazosin hydrochloride (hytrin) and alprazolam (xanax) on (B)(6) 2014, patient received treatment with intra articular synvisc one injection at a dose of 1 df once (lot number and expiration date: not reported) for osteoarthritis. On (B)(6) 2018, the next day of injection, patient was having a little bit more pain in his left knee than his right. He was requesting an unloader brace to help his symptoms. Corrective treatment: unloader brace, kenalog, marcaine outcome: unknown seriousness criteria: required intervention a pharmaceutical technical complaint was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 15-feb-2018. Global ptc (pharmaceutical technical complaint) number and ptc results were added. Text was amended accordingly.